Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial number: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient recently had magnetic resonance imaging (MRI) performed. It had not been less than two hours since the patient exited the MRI. It was further noted that the patient fell off a retaining wall last thursday and had been in the hospital (transferred to a second hospital) for tests. Yesterday, they performed and MRI to check on his back / for follow-up from a computerized axial tomography (cat) scan. The patient had given their device ID card the healthcare provider (hcp), and the hcp had called the "tech rep" who reviewed that the pump was compatible and that the motor stall should resume on its own. The patient was unaware of the name of the company representative that the hcp had spoken with yesterday. The patient didn't hear an audible alarm coming from the pump but had confirmed at the time of the report that they were seeing the code 8476 on their personal therapy manager (ptm) when attempting to give a bolus. The ptm had displayed that code since last night. No patient symptom was reported. The patient was to follow-up with their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-apr-2020 from a healthcare professional (hcp) who reported that the patient had an MRI on (B)(6) 2020 after a fall and hip injury which were not related to the patient¿s infusion system or therapy. The pump status was not checked after the MRI and since that time the pump had been alarming and now the patient was having intrathecal medication withdrawal. The hcp stated that he checked the pump logs and they showed a motor stall on (B)(6) 2020 at 1230 (the time of MRI) and no recovery. The hcp was asked to check the pump status again along with the pump logs during the call and there was no recovery. Options, including pump replacement, were discussed. Per the hcp, the pump was delivering bupivacaine (1.7 mg/ml at 1.02 mg/day) and dilaudid (10 mg/ml at 6 mg/day). Additional information was received on 27-apr-2020 from another hcp via a company representative who reported that surgery was scheduled for (B)(6) 2020. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.